Manufacturer narrative:
The erbe unit was sent to and evaluated by the original equipment manufacturer (OEM). Initial failure analysis findings were confirmed and reproduced. The unit failed to power when plugged in. Troubleshooting led to a malfunctioning low voltage printed circuit board (pcb) to be the cause of the failure and once replaced, the power was restored. Unrelated to the reported issue, the system check master pcb was also replaced. The unit is functioning as intended after passing all the required and recommended testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found that the integrated electrosurgical generator unit (iesu) would not power on. The isi fse replaced the power cord and fuses, but the issue remained. Then, the isi fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the integrated electrosurgical generator unit (iesu) was not powering on. The customer attempted to reseat both ends of the power cord, moved the power cord to two different power outlets, cycled the power button numerous times, and hard reset the vision side cart (vsc) with no change. The isi tse walked the customer through connecting the external force triad generator. The customer found the necessary cable and connected the force triad generator. The surgical staff was proceeding with the force triad generator. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure had not started at the time and an incision had not been made on the patient when the erbe did not power on. The physician was just coming into the room when the erbe was found to not be working. The procedure/surgeon had nothing to do with the error. The customer had called support and did several things to try to get the erbe to work and they could not, so they went with a forced triad approach. The procedure was then completed with the forced triad. The patient was not injured in any way other than waiting on the operating room (or) table for several minutes until they got the forced triad hooked up. There was no damage or abnormalities found with the erbe, it just did not work.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported failure was confirmed and reproduced. The complaint was confirmed based on the field evaluation/failure analysis.